Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was received scratches and cloudy on screen as well as random unexplained no delivery alarms. Customer¿s blood glucose level was unknown. Customer stated that the difficult to read the screen. Customer also stated that the rejected new battery and squirts out insulin during priming and louder grinding noise during rewind and dimmer back light. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.